Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The patient had contacted the on call endocrinologist at the hospital and was diagnosed with diabetic ketoacidosis (dka). The endocrinologist advised the patient to remove the pod and use manual pen injections of insulin for the rest of the day. The patient removed the pod and had administered manual pen injections of insulin as advised by the endocrinologist.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.